Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection with sepsis and dissection. No adverse patient effects were reported. The crt-d was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of event, d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection with sepsis and dissection. No adverse patient effects were reported. The crt-d was explanted. Additional information indicated that the patient had undergone a below the knee amputation thus a dissection procedure was completed. No additional adverse patient effects were reported. The crt-d was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the b5: description of event, d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of the system revision due to infection with sepsis and dissection. No adverse patient effects were reported. The crt-d was explanted. Additional information indicated that the patient had undergone a below the knee amputation thus a dissection procedure was completed. No additional adverse patient effects were reported. The crt-d was explanted.